Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that the integrated electro surgical unit (iesu) unit display indicated instrument was not detected. The customer replaced the instrument energy cord and the issue persisted. Possible bad connector on the iesu monopolar ports. The procedure was being completed as planned at the time of the call with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (m-02 errors on start-up and mono ports not working) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.